Event description:
It was reported that the insertable cardiac monitor (icm) fell out of the patient pocket. The patient came into the clinic with the device taped to her chest. A new icm was implanted successfully. No additional adverse patient effects were reported.